Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore MDR reporting criteria applicable to this event. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Problem statement: as per cc form: they inserted the introducer into the patient and removed red safety guard from handle. At this point, they already disconnected luer lock fitting and removed safety wire completely from delivery handle. Then, they started to deploying stent by squeezing trigger. However, the stent remained into the introducer and there was no deployment of it. As per problem statement: during the procedure the stent was not released device evaluation: the evo-fc-10-11-6-b device of lot number c1415478 was returned to cook ireland and evaluated on the 08-feb-2018. Lab evaluation: upon evaluation of the returned device, there was no stent exposure. The lockwire was not returned with the device. Red shuttle deployment marker was at the back half of the handle. Actuation for deployment and retraction was not possible. The device was dismantled during the lab. The flexor was seen to be broken at the shuttle cap. The stent was manually deployed in the lab with slight resistance. No issues were noted with the stent. Customer complaint confirmed as failure was verified in laboratory. The flexor was seen to be broken at the shuttle cap during lab evaluation. Root cause: a possible cause of this event is patient anatomy. There may have been a torturous path, causing a buildup of pressure resulting in the flexor breaking. Document review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #; upon review of complaints this failure mode has not occurred previously with this lot #. IFU review: as per the instructions for use notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. Summary: customer complaint confirmed as failure was verified in laboratory. The flexor was seen to be broken at the shuttle cap during lab evaluation.from the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed". As per cc form: they inserted the introducer into the patient and removed red safety guard from handle. At this point, they already disconnected luer lock fitting and removed safety wire completely from delivery handle. Then, they started to deploying stent by squeezing trigger. However, the stent remained into the introducer and there was no deployment of it. As per problem statement: during the procedure the stent was not released.